Manufacturer narrative:
Results evaluations codes (other): smiths medical is anticipating the return of the event sample. Upon receipt of the sample, and a completed investigation, a follow-up report will be submitted. We can report that we have only had one similar report on this catalog number within the past seven years.